Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a knee instrument has both ball plungers missing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Device is not sterile and there should be no sterile date. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further evaluation. Visual inspection of the device found that both of the springs and ball bearings were disassembled and missing from the device. The missing components were not returned for evaluation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. This device is confirmed to have been a part of an previous investigation. This corrective action was initiated for ball bearing falling out of the tasp shim construct at a high rate during cleaning. During the investigation, it was discovered that ultrasonic cleaning was not addressed as a potential user need. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.